Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece and the lens was removed due to a loading error. Add'l info was requested but none has been forthcoming. If add'l info is received a supplemental report will be submitted.